Event description:
It was reported, while conducting a left mastoidectomy surgical procedure, a double ended curette broke. The 2 mm head of the curette broke off. After thorough examination / scan with a microscope and suctioning of the patients head, the broken piece could not be located. It is assumed by the doctor, that the broken piece was suctioned into the large suction device. The patient was fine and there was no adverse impact. They informed the patient of what happened - the nurse noted that they are a full disclosure hospital. There is no allegation of patient injury or medical intervention.

Manufacturer narrative:
Lot # 201202mf1. (B)(4).

Manufacturer narrative:
Analysis results: the device was received and analyzed by the device quality engineer. There was no manufacturing or material defect identified. The complaint was confirmed. The breakage is probably due to an excessive effort or a shock. The root cause of the breakage is deemed most likely excessive effort or a shock applied to the instrument being utilized during the procedure. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer and product analysis is currently underway. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. This product was being used for treatment, not diagnosis. The part number for the double ended curette, which is part of the surgical instrument set is mco7a-1. The lot number is unknown.